Event description:
It was reported that this right atrial (ra) lead was broken and exhibited high out-of-range pace impedance measurements greater than 3,000 ohms. It was suspected the lead was either fractured or detached. It was noted that battery usage was low, but had increased by 12%. Technical services (ts) referred the patient to the cardiologist to discuss options for next steps including continued monitoring, programming the ra lead off, and potential lead revision. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. If information is provided in the future, a supplemental report will be issued.